Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed at the dialysate port and the machine alarmed immediately when blood entered the dialyzer. Estimated blood loss was less than 50cc's. Pt had no adverse effects. Sample is not available.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.